Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch vita meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). It is not clear when the alleged power issue first began. The patient manages her diabetes with insulin and oral medication (types not specified); however, it is not clear what action the patient took in response to the alleged power issue. The patient does not have a secondary or back up meter. According to the csr¿s documentation, as a result of the alleged meter issue the patient reportedly developed symptoms on sweating and shaking on (B)(6) 2013, at 3 am. The patient reportedly consumed food as self-treatment and felt better approximately 10 minutes later. The patient did not seek or receive any additional medical intervention after the alleged power issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The csr noted the subject meter¿s battery was replaced; however, the alleged power issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/20/2014) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have defective capacitors c1 and c2. In addition, a secondary issue was noted when the meter was found to have a defective battery. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.